Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 650cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2020.